Event description:
Patient reports that realize band has slipped three times since it was implanted on (B)(6)-2010. The first slippage occurred in 2010. The band was deflated. The slippage corrected itself and she began to have the band routinely adjusted. The band was then adjusted several times until it reached a fill volume was at 6 ccs. Then a second slippage occurred. Date unknown, again the band was deflated. The patient states that she had several adjustments and was doing very well with weight loss. She had a routine fill on (B)(6), 2011. She began feeling some discomfort and tightness. She presented to the ER on (B)(6), 2012 with nausea and vomiting. A fluoroscopy was performed with contrast and edema was noted at the proximal portion of the stomach. The port was in normal, but there was a complete slippage of the band. The band was decompressed 7ml +. The surgeon informed the patient that stomach will need to heal before the band can be re-inflated. The patient states that she did not have a hiatal hernia prior to the band implant. The patient indicated that everything would be fine and then she would experience episodes of tightness. She is not certain why this occurred as her eating habits did not change. The band remains implanted at this time. A surgery date has not been schedule to reposition or remove band.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted